Manufacturer narrative:
Investigation/analysis still in progress. Root cause has not been determined.

Event description:
Lost of communication with three lasso variable catheters was reported. No pt injury or adverse event reported, as expected, if components of the system are unable to communicate with each other until resolved. However from our lab investigation, a tip separation was discovered on one of the three catheters returned (catheter #3) which could potential cause pt injury, thus prompted this report. Confirming with the customer, no pt injury occurred or reported and/or further information given.